Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for low, out of range impedance was observed. During follow-up, the impedance was found to be within range. The lead will continue to be monitored via remote transmission. The patient was in good condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information received found noise on the rv channel and decreased pacing lead impedance. The lead was capped and replaced. The patient was stable.